Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The lemo pin connector and the interconnect cable were inspected during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had no image on the monitor during a case. The image could be seen when the interconnect cable was moved. The procedure was completed. No pt injury was reported.